Manufacturer narrative:
The user facility identified the damaged s40 sterilant containers prior to use; the containers were subsequently quarantined. The user facility was provided with replacement s40 sterilant. Investigation of this event is in process, a follow up report will be filed when additional information becomes available.

Event description:
User facility reported s40 sterilant containers were damaged upon receipt. No injuries or patient procedure delays were reported.

Manufacturer narrative:
Steris submitted an initial MDR regarding the event on (B)(6) 2016. The MDR report number is 3003950207-2016-00012. Upon receipt of the user facility (B)(4) on 11/1/2016 a follow up report is being submitted. The user facility reported via medwatch that an employee observed that the s40 sterilant containers were damaged and looked as though the inner ingredients had been activated. The "activation" observed by the user facility is a yellowing of the s40 sterilant inert powdered buffers. The discoloration may occur if the s40 sterilant concentrate is exposed to high temperatures. The s40 sterilant labeling recommends that s40 be stored away from sunlight and or/heat sources. User facility personnel were advised to ensure the s40 sterilant is properly stored. The system 1e operator manual states (pp. 3-2), "always read the package insert for s40 sterilant concentrate for detailed information, including warnings and precautions, directions for use, storage conditions and expiration date, emergency and safety information, and sterilant container disposal instructions." The user facility reported via medwatch that the s40 sterilant container lid was separating from the outside of the cup. This separation was observed prior to use of the s40 sterilant concentrate. The system 1e operator manual states (pp. 7-2), "carefully inspect the carton containing the s40 sterilant concentrate for evidence of damage or expiration. Note: if the sterilant carton is damaged or expired do not use the container; refer to the package insert for s40 sterilant concentrate or section 3 of this manual for disposal instructions for partially filled, leaking, damaged, or expired containers and the required use of additional personal protective equipment (ppe)." Steris confirmed with the user facility and by observation that the s40 container lid did not separate from the cup assembly as initially reported. A steris service technician arrived onsite to inspect the s40 sterilant subject of the user facility medwatch. The technician identified that the lids of the s40 containers were properly secured to the cup assembly. The technician did note that a small portion of the lid was raised above the cup however the lid was intact. This condition does not impact the safety or effectiveness of the s40 sterilant container. The lid assembly is ultrasonically welded to the s40 cup to ensure the components of the cup assembly remain securely within the cup. Steris continues to provide support to the user facility regarding the use of s40 sterilant concentrate and the system 1e processor. A follow-up report will be submitted should additional information become available.

Event description:
(B)(4).